Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ovarian enlargement ("enlarged ovary"), fibroma ("large fibroid tumors") and cyst ("cyst") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder disorder, urinary tract disorder, chronic uti in 1991, migraine in 2009, headache in 2009 and nausea in 2009. Concurrent conditions included hypersensitivity (not recovered prior to essure), nickel sensitivity (not recovered prior to essure) and obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("allergic to nickel"). In (B)(6) 2010, the patient experienced nausea ("nausea"), weight decreased ("weight loss"), cyclic vomiting syndrome ("cyclical vomiting syndrome") and irritable bowel syndrome ("ibs"). In 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In 2013, the patient experienced cyst (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("left knee joint pain"), urinary tract infection ("chronic utis"), uterine pain ("uterus pain"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), menorrhagia ("menorrhagia") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2015, the patient experienced ovarian enlargement (seriousness criterion medically significant) and fibroma (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced furuncle ("abscessed boils"). In 2016, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and arthropathy ("joint problems"). The patient was treated with nsaid's, antibiotics, surgery (surgery to remove the implant / hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (surgical removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cyst, allergy to metals, vaginal haemorrhage, arthralgia, uterine pain, headache, furuncle, bladder disorder, urinary tract disorder, migraine, vision blurred, fatigue, weight decreased, cyclic vomiting syndrome and arthropathy outcome was unknown, the ovarian enlargement, fibroma, urinary tract infection, dysmenorrhoea and menorrhagia had resolved and the nausea and irritable bowel syndrome was resolving. The reporter considered allergy to metals, arthralgia, arthropathy, bladder disorder, cyclic vomiting syndrome, cyst, dysmenorrhoea, fatigue, fibroma, furuncle, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian enlargement, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - in november 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: patient demographic details; essure inserted for permanent birth control by bilateral occlusion of the fallopian tubes and removed on (B)(6) 2017 (previously reported as (B)(6) 2017) by hysterectomy with bilateral salpingo-oopherectomy; pain was specified as left knee joint pain, uterus pain, painful periods, headaches; allergic reactions specified as allergic to nickel; infection was updated to chronic utis; abnormal bleeding (vaginal, menorrhagia), abscessed boils, bladder problems, urinary problems, migraines, enlarged ovary, large fibroid tumors, nausea, dysmenorrhea (cramping), blurry vision, fatigue, weight loss, cyclical vomiting syndrome, ibs, joint problems, cysts were added as event; treatment provided; new lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ovarian enlargement ('enlarged ovary'), fibroma ('large fibroid tumors') and cyst ('cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder disorder, urinary tract disorder, chronic uti in 1991, migraine in 2009, headache in 2009, nausea in 2009, vomiting, dysuria, insomnia, uterine bleeding and orthopedic procedure. Concurrent conditions included bladder infection since 2005, hypersensitivity (not recovered prior to essure), nickel sensitivity (not recovered prior to essure) and obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced allergy to metals ("allergic to nickel/allergic or hypersensitivity reaction type"). In (B)(6) 2010, the patient experienced nausea ("nausea"), cyclic vomiting syndrome ("cyclical vomiting syndrome") and irritable bowel syndrome ("ibs") and was found to have weight decreased ("weight loss"). In 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced cyst (seriousness criterion medically significant) and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), arthralgia ("left knee joint pain/joint problems"), urinary tract infection ("chronic utis"), uterine pain ("uterus pain"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), vaginal infection ("vaginitis") and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2015, the patient experienced ovarian enlargement (seriousness criterion medically significant) and was found to have fibroma (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced furuncle ("abscessed boils"). In 2016, the patient experienced vision blurred ("blurry vision"). On an unknown date, the patient experienced arthropathy ("joint problems") and was found to have giant cell tumour of tendon sheath ("giant cell tumor I have on my hand"). The patient was treated with antibiotics, nsaids, surgery (hysterectomy, surgery to remove the implant / hysterectomy with bilateral salpingo-oopherectomy and surgical removal), draining infection, dressing wound, endoscopy and endoscopy/colonoscopy. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cyst, allergy to metals, vaginal haemorrhage, arthralgia, uterine pain, headache, furuncle, bladder disorder, urinary tract disorder, migraine, vision blurred, fatigue, weight decreased, cyclic vomiting syndrome, arthropathy, abdominal pain, vaginal infection, vulvovaginal mycotic infection and giant cell tumour of tendon sheath outcome was unknown, the ovarian enlargement, fibroma, urinary tract infection, dysmenorrhoea and menorrhagia had resolved and the nausea and irritable bowel syndrome was resolving. The reporter considered abdominal pain, allergy to metals, arthralgia, arthropathy, bladder disorder, cyclic vomiting syndrome, cyst, dysmenorrhoea, fatigue, fibroma, furuncle, giant cell tumour of tendon sheath, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian enlargement, pelvic pain, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: essure placement, there were 2 to 3 trailing coils on each side. Removal date as per previous fu: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; headaches, abdominal pain, uti, anxiety, depression. Most recent follow-up information incorporated above includes: on 16-oct-2019: plaintiff fact sheet and social media received. Events: abdominal pain, vaginitis, vaginal yeast infection were added. Event added from social media record: giant cell tumor I have on my hand. Reporter's information was added. Concomitant conditions and historical conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions") and infection ("infection"). The patient was treated with surgery (surgery to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity and infection outcome was unknown. The reporter considered hypersensitivity, infection and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.